Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. The diagnosis was confirmed based on MRI. As a result, the patient underwent bilateral removal and replacement with two 405cc mentor memorygel breast implant protheses (catalog #: smpx405, left serial #: (B)(4), right serial #:(B)(4)) on (B)(6) 2021. This report is for the left-sided prosthesis.

Manufacturer narrative:
Investigation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed parallel lines of shell wear on the anterior aspect. Additionally a tear was noted within the shell wear, and extending to the posterior view, measuring approximately 4.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).